Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 284 mg/dl. She stated she programmed a bolus and the numbers kept scrolling by themselves. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received in with intermittent button response and button error alarm due to corroded keypad traces. Cracks to the battery tube threads, reservoir tube and damages to the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.